Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample was provided by the customer for investigation. The returned sample was visually examined for clogs and it was observed that the sample was clogged as light was not able to pass through the sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle was clogged. As these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the needle 30x1/2 rb has been found experiencing six occurrences of clogged needles during use. The following has been provided by the initial reporter: it was reported that some needles had closed bevel tips and did not aspirate medication. 6 occurrences with unknown dates. This complaint was opened to capture the other 6 incidents the customer provided. Per email: I have had a total of 8 different occurrences but I do not know dates of the other 6 times. I have been getting at least one occurrence in a 100 count box of needles, when a pattern developed that at least one incident was happening with each new box I opened, I will send needle and box it come in.